Manufacturer narrative:
Analysis cannot be performed and root cause cannot be identified. No lenses were returned for evaluation. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient alleges he experienced symptoms of redness, pain and swelling in the right (od) eye and sought medical treatment. The patient was diagnosed with traumatic iritis and referred to follow-up with his primary care provider in 3 to 5 days. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported in an abundance of caution due to incomplete diagnosis, lack of medical information, the use of medication, and unknown resolution.